Manufacturer narrative:
The subject stent is stored by the facility and is not returned to omsc for investigation. The exact cause of the user's experience can not be conclusively determined. The facility informed that they thought the migration of the stent caused the perforation since the patient required dialysis and the tissue was weak. Thus, omsc considers that the position of the stent or the condition of the patient was attributed to the perforation in the duodenum. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject stent was placed in the patient's bile duct and the doctor checked that the stent was in the right position with an endoscope. After two days, the patient complained of pain. As a result of the CT-scan, perforation in the duodenum on the side opposite to the papilla was confirmed. The doctor performed emergency surgery and sutured the perforation. Reportedly, the patient was in the ICU without relation to the perforation.